Manufacturer narrative:
(B)(4). The device investigation is pending.

Event description:
The balloon deflated or there was a hole in the balloon. There was no external action from users. The catheter self-expelled. It happened several times this week. The patient is careful. Clinical consequences: the consequence was a re-catheterization of the patient.

Event description:
The balloon deflated or there was a hole in the balloon. There was no external action from users. The catheter self-expelled. It happened several times this week. The patient is careful. Clinical consequences: the consequence was a re-catheterization of the patient.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported the balloon deflated or there was a hole in the balloon. Visual examination was conducted on the returned sample, and it was observed the balloon had burst. Further investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with 50x magnification on the actual sample and observed encrustation on the balloon. Based on literature, salty like sediment could possibly lead to balloon tear or burst. Refer to picture 4 below adopted from an article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. Also, based on pictures 3 above, there were scratch marks observed on the balloon surface of the sample. Burst balloon may happen due to several reasons such as in contact with sharp object during use i.e. , contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative compounds. In current standard operating procedure as per spm-a51-003, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test (spm-a52-004). Catheter with defective balloon will be culled out. Based on the investigation conducted, burst balloon may have likely happened due to encrustation and in contact with sharp or pointed surface leaving scratch marks on the balloon surface. These scratch marks may propagate and lead to burst. Therefore, this complaint could not be confirmed.